Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that the patient recovered from abdominal pain. On an unknown date, the antibiotic treatment has been discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unreported date, the patient recovered from vomiting and the patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, vomiting and loss of appetite. The cause of the event was not reported. It was not reported whether the patient was hospitalized for the event. It was reported the patient was treated with vancomycin injection (1gm, every 3rd day, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for cloudy effluent and abdominal pain. Pd therapy is ongoing. At the time of this report, the patient was recovered from the cloudy effluent and recovering from abdominal pain, vomiting and loss of appetite. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.